Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Event description:
A patient underwent an med at unspecified lumber level(s). During preoperative check-up, it was found that a circle image shown on a monitor moved over upwardly and a part of required image was unable to be obtained. Thus,a back-up scope was used for the surgery, but the same incident occurred again intraoperatively. The surgery was completed uneventfully and no patient damage was reported. The surgical time was extended less than 15 minutes due to the incident. No patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.